Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, dissection, occlusion, stenosis, pseudoaneurysm, dissection embolism and infection, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis and unspecified device issue could not be determined. Product performance engineering reviewed the complaint information; however, the device was not returned for analysis. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor tissue capture). The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. The patient effects of hemorrhage, dissection, occlusion, stenosis, pseudoaneurysm, dissection, embolism and infection are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated d4: the UDI is not known as the part and lot number were not provided. Attached article, titled " single-center comparative study of manta and proglide vascular closure devices in percutaneous endovascular aneurysm repair".

Event description:
The aim of this study is to compare the clinical outcomes of the manta and proglide devices in a real-world population of patients undergoing elective percutaneous endovascular aneurysm repair (pevar). Adverse effects potentially related to the proglide device included: technical failures, bleeding, failure to achieve hemostasis, occlusion, dissection, pseudoaneurysm, stenosis, cut-down, unspecified infection embolism and additional closure devices. It was concluded that both manta and proglide are safe options for closure of large bore arteriotomies in pevar. Although proglide has a lower first-success rate, its shortcomings are easily solved by adding another device, resulting in comparable conversion rates. Furthermore, proglide was cheaper to use compared to manta. Specific patient information is documented as unknown. Details are listed in the article, titled " single-center comparative study of manta and proglide vascular closure devices in percutaneous endovascular aneurysm repair".